Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was folded. There was patient contact but no reported patient impact. The surgery was completed the same day.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The viscoelastic indicated is non-qualified for the lens/monarch combination provided. The root cause is most likely related to failure to follow the dfu. The file indicated the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).